Event description:
It was reported that the patient¿s lead exhibited noise on the pace/sense vector, observed on stored egm. No patient symptoms were reported. The patient would continue to be monitored.